Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the left anterior descending artery. The physician advanced a 2.0x20mm apex balloon to the lesion and inflated the balloon to 6atms and on the second inflation to 9atms. On the third inflation the balloon was inflated to 12atms and ruptured. The device was removed intact. The procedure was completed with a nc quantum apex balloon. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation: the apex otw device was received in a pouch. During unpacking it was noted that blood and contrast were present throughout the distal shaft. The balloon was inflated to 9atms and revealed a pinhole leak. Microscopic examination of the balloon revealed that the pinhole was parallel with the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Tip damage was also found. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the left anterior descending artery. The physician advanced a 2.0x20mm apex balloon to the lesion and inflated the balloon to 6atms and on the second inflation to 9atms. On the third inflation the balloon was inflated to 12atms and ruptured. The device was removed intact. The procedure was completed with a nc quantum apex balloon. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). (B)(4).